Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was elevated. The customer changed out the cartridge and infusion set. A correction bolus was administered. The customer was admitted to the hospital for diabetic ketoacidosis on (B)(6) 2015 and was treated with IV fluids and insulin drip. The customer was discharged on (B)(6) 2015. There was no reported permanent damage.